Event description:
A woman received op-1 implant combined with calstrux for a l5/s1 posterior lumbar interbody fusion for disc degeneration/injury. The cages at l5/s1 filled with the combined product. The procedure was described as an uncomplicated 135 minute procedure. A routine post-operative CT scan prior to discharge from hospital showed the putty had oozed out of the cages into the spinal canal necessitating re-operation and aspiration of liquid putty. The cages, observed through the threaded hole in their posterior ends, appeared to be empty of putty at that time. The surgeon suspects the events were related to the use of the products. Add'l info will be requested.